Event description:
The sc9000 monitor was connected to a pt during a surgical procedure. The pt was being treated with an intra-aortic balloon pump, which received its EKG signal from the sc9000 analog output. During the procedure, the sc9000 reset five times, causing the balloon pump to remain deflated for approx 30 seconds during each reset. During this procedure, the pt experienced ventricular fibrillation and was revived with defibrillation. A physician present during the event was contacted by siemens for a statement. In his opinion, the malfunction of the sc9000 may have been a contributing factor to the pt's defibrillation. The pt expired on 11/27/97 due to internal bleeding unrelated to the incident, according to the attending physician at the time of death.

Manufacturer narrative:
The original submission stated in the description of the event that a statement was obtained from dr., surgeon present during the event. Dr was unavailable for comment, the statement was made by dr., physician in charge.